Event description:
It was reported that there was unstable threshold and pacing failure on the right ventricular (rv) lead. The threshold differed between a lying posture and a sitting posture. In a sitting posture, ventricular pacing failed occasionally. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.